Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switch episodes were observed due to far r-wave oversensing. Undersensing was also observed. Technical support was contacted and suggested reprogramming the device to resolve the issue. The programming will take place at the patients next follow-up. The patient was in stable condition and experienced no adverse health consequences.